Event description:
It was reported that during a da vinci assisted surgical procedure, the surgeon clamped the endowrist stapler 45 instrument for firing and then decided to unclamp and reposition the instrument. The instrument¿s jaws did not open and the stapler release kit had to be used to unclamp the instrument. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm the age, gender and other patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. For clarification, the instrument experienced an unclamp failure. Review of error logs showed that this stapler was used at the site on (B)(6) 2021 using system (B)(4) and failed due to an "unclamping failure". Failure analysis found the primary failure of an unclamp failure to be related to the customer reported complaint. Further review of logs showed that the emergency stop button was pressed immediately after the unclamp failure occurring, error 22030, p1=2. The grip release tool (error 22027) was detected on usm4 moments later. Additional observation not reported was a broken grip cable at the backend. Intuitive motion was not being experienced upon manual input of the disk knobs. Failure analysis found the additional failure of a broken grip cable to be related to the customer reported complaint. No functional testing could be conducted due to the broken grip cable. No images or video were submitted for review. A review of the instrument log was performed. Per the review, the following was confirmed: a low anterior resection was performed on (B)(6) 2021 on system (B)(4). The instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 5 uses remaining after last use. This complaint is a reportable event due to the following conclusion: failure analysis confirmed a functional test failed to unclamp failure occurred in a clamped state. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.